Manufacturer narrative:
E-mail received 13 dec 2017 in request for additional information: "was any medical intervention required? No". "Operator of device or, who was using it when the malfunction or injury was observed? Physician". "Date catheter was placed, if applicable: unknown". "Date catheter was removed, if applicable: unknown". "Was a user facility report submitted to FDA? No". Natus has completed their internal investigation on 04 dec 2017. The investigation included: review of complaints from user facility, CAPA review, complaint history review/trend analysis. There were (B)(4) other 110-4xxx complaints from (B)(6) medical center since oct-2015. No similar complaints were confirmed. A review of capas within the past 12 months specific to this customer's complaint under investigation found no CAPA related to this reported catheter complaint. Complaint history, model 110-4xxx, from nov-2015 through 27-nov-2017 reviewed; there were (B)(4) other complaints that issued with complaint code (B)(4), and one of them was confirmed. The number of confirmed reports (B)(4) divided by the number of units sold model 110-4xxx, ((B)(4)), nov-2015 through oct-2017 and multiplied by 100 results in a failure rate percentage (B)(4). The complaint could not be confirmed as the customer has not returned the device for evaluation. However, when evaluating a related device (cam02) from this incident (ref. MDR 2023988-2017-00503), a defective accessory cable was discovered (ref. MDR 2023988-2017-00513 for the camcabl).

Event description:
"The 1104hm was placed and initial reading correlated. When surgeon rounded this morning icp reading was off by 20. Surgeon discontinued use of the cam02 and catheter monitoring and resumed with a transducer and manual icp monitoring." There was no patient injury or death alleged. The device was in contact with the patient. The customer reported no revision or medical intervention required as a result of this event. This was not an out-of-box failure. Additional information has been requested. See related 2023988-2017-00503.